Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the lor syringe is leaking water. The lot involved was mainly the lot #71f19g1938 but we cannot provide the exact number of complaints with 71f19g1938 and lot #71f19g2461 because the lot number is not on the syringe. 10 patients were involved and faced this incident. Clinical consequences: the epidural space is difficult to locate because of the lack of resistance. Out of the 10 patients involved there were one or two dura mater breach. So, no serious injury but few blood patches were applied with efficiency. Further information indicates that 4, around 5 patients had a blood patch performed.

Manufacturer narrative:
(B)(4). A device history record review was performed based on a potential lot number (71f19g1938) provided by the customer. Lot number 71f19g2461 provided by the customer was not a valid lot in sap. A device history record review was performed on the lor syringe with no relevant findings. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and without the actual sample. Complaint verification testing could not be performed as no sample was provided for analysis. A device history record review was performed based on a potential lot number provided by the customer. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related issue. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without the sample.

Event description:
It was reported that the lor syringe is leaking water. The lot involved was mainly the lot #71f19g1938 but we cannot provide the exact number of complaints with 71f19g1938 and lot #71f19g2461 because the lot number is not on the syringe. 10 patients were involved and faced this incident. Clinical consequences: the epidural space is difficult to locate because of the lack of resistance. Out of the 10 patients involved there were one or two dura mater breach. So, no serious injury but few blood patches were applied with efficiency. Further information indicates that 4, around 5 patients had a blood patch performed.